Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to a ventilator devices. The patient alleges respiratory tract infection. The patient describes this as "constant sinus infections every couple weeks. The patient also alleges waking up with a cough, sore throat, and increased allergies. The patient stated the symptoms felt like a cold and would occur 3 to 4 nights a week. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 09/01/2023 and section h11 should be reported as: the manufacturer was contacted in reference to a ventilator devices. The patient alleges respiratory tract infection. The patient describes this as "constant sinus infections every couple weeks. The patient also alleges waking up with a cough, sore throat, and increased allergies. The patient stated the symptoms felt like a cold and would occur 3 to 4 nights a week. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h was updated in this report.